Manufacturer narrative:
The (B)(4) distributor provided the incident device and associated items to braemar on 21-april-2016. Braemar visually inspected the items but could not determine a cause. Braemar is in the process of contracting with an external failure analysis expert to try and determine cause(s).

Event description:
Braemar received information from a (B)(4) distributor that a patient reported a single use disposable lithium thionyl battery installed in a device exploded. The patient was not wearing the device and was out of the room when the incident occurred. No patient harm was reported.

Manufacturer narrative:
Braemar provided all the incident items to an external analysis expert for review. The root cause of the failure was not determined, due to the damage severity of the items.